Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6), product ID: 9735787, serial/lot #: (B)(6), the system was serviced in the field, and the main cart battery and uninterruptible power supply (ups) were replaced to resolve the issue. Codes b01, c02, d02 are applicable to this analysis. The hardware (9735773) was returned and analysis was performed. The battery was tested (48.03v) with a known good ups for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Codes b01, c19, d14 are applicable to this analysis. The hardware (9735787) was returned and analysis was performed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, d14 are applicable to this analysis. H6: multiple annex g codes were reported. G02002 corresponds to concomitant product 9735773 that comprises the reported event. G02027 corresponds to concomitant product 9735787 that comprises the reported event. Multiple fdd/annex a codes were reported. A1102 was coded for the battery service error. A0719 was coded for the main cart shutting down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed the low battery warning message coupled with a red battery icon displayed in the clinical application.  There was no patient involvement. It was reported that the self-test status showed that the battery status was charged, but it stayed at 0%. When unplugging from wall power, the main cart shut down immediately.